Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the returned specimen consists of one each clinically used, damaged safari wire 300cm sml crv; returned coiled, loose and double bagged within "zip-lock" style poly pouches. The returned specimen presents an offset coil condition near the proximal end of the manufactured curve and several bends/kinks of varying frequency and severity over the length of the device beginning 6.40cm from the distal apex of the formed curve with deposits of dried blood-like material scattered over the length of the specimen. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation clinical and /or procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is expected to be returned for failure analysis. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. Waiting product return.

Event description:
Before procedure case discussion has taken place and mutual agreement was to go for a diameter 27 lotus valve. Elongated, tortuous calcified thoracic and abdominal aortic tract a valve diameter 27 was prepared while the cardiologists prepared the patient. Normal valve preparation according instruction for use (IFU). Insertion of the lis-l with in the right iliac femoral was straight forward. On the contra lateral site (the left iliac) a buddy wire was used to bring up a pigtail and to position the pigtail in the non-coronary cusp. Buddy wire was used due to tortuous iliac tract. Insertion of the lotus valve through the aortic arch and then into the native aortic valve. Pigtail position in the non coronary cusp was lost. A curl of the pigtail was found in the iliac tract, a wire (amplatz super stiff) was used to reposition the pigtail in the non coronary cusp. In the meantime an aortic pressure drop was found and the decision was made to pull back the lotus valve from the native aortic valve to the ascending aorta. No cardiac output and suspicion of cardiac effusion (tamponade), an echo confirmed a pericardial effusion - reanimation was started. Pericardial drainage was performed and aortic pressure remained low. Cardiac resuscitation (CPR) was started for 2 minutes. Then a contrast injection was performed into the aorta and showed a dissection of the ascending thoracic aorta with perfusion into the pericardium left and right side. CPR was stopped and patient was declared deceased. Lotus catheter removal was uneventful with properly seated nosecone. Unsheathing of the lotus valve has not taken place inside the patient. Has always been sheathed throughout whole procedure.